Manufacturer narrative:
(B)(4). Date of occurrence is estimated as (B)(6) 2010, the first day of study enrollment. Date of implant is estimated as (B)(6) 2010, the first day of study enrollment. There was no reported device malfunction and the product was not returned. Myocardial infarction, thrombosis, stenosis, and ischemia are listed in the xience v everolimus eluting coronary stent systems instructions for use (IFU) as known patient effects of coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling and the treatment appears to be related to the operational context of the procedure.

Event description:
It was reported through a research article identifying the xience v stent delivery system and indicated that the device may be related to the following: myocardial infarction, ischemia-driven revascularization and stent thrombosis. Specific patient information is documented as unknown. Details are listed in the attached article, titled validation of residual syntax score with second-generation drug-eluting stents: one-year results from the prospective multicentre seeds study. No additional information was provided.